Event description:
On (B) (6) 2008, pt underwent a opening base wedge osteotomy of the first metatarsal and a akin osteotomy of the great toe. The pt experienced a series of complications at the surgery site and was seen numerous times for treatment. On (B) (6) 2008, the pt underwent irrigation and debridement along with removal of the xenograft and hardware. The pt returned complaining of severe burning type of pain and discomfort on (B) (6) 2008, and was referred to another doctor for possible allergic reaction, evaluation and treatment.

Manufacturer narrative:
Investigation: no departures were noted during the re-review of records for batch 1-070913. Cancello- pure wedge grafts undergo two validated sterilization methods; biocleanse: to eliminate the potential of communicable disease transmission and post packaging gamma irradiation at a validated dose (25.0 - 31.0 kgy) to achieve a sterility assurance level (sal) of 10-6 prior to release. Re-review of biocompatibility validations and comparison of current processing techniques, samples of representative manufacturing episodes, foot/ankle literature review and additional in vivo and in vitro testing of various bovine products was conducted. Results of investigation: to date, the results of our investigation have not identified an agent or event intrinsic to the graft material or processing methodology that would contribute to the type of experience reported in this complaint. Conclusion: failure of an implant to incorporate into surrounding tissues may be the result of decreased blood supply, weight, infection, poor glycemic control, noncompliance with therapy, medications (e.g. Steroids), adjunct hardware/implants, the physical location of the osteotomy/surgical site, or a prolonged inflammatory response. Given the review of manufacturing process, internal records review, and the foot/ankle literature review taken altogether indicate that recipient reaction is more likely associated with an idiosyncratic response rather than an intrinsic property of the graft or processing methodology.